Event description:
A surgeon reported that in his last two glaucoma shunt insertions, he had significant difficulty releasing the shunt from the inserter device. The surgeon reported he had never experienced this problem before. For this pt, the surgeon reported he almost had to remove the shunt and convert to a trabeculectomy because he was having difficulty getting the shunt to release. After much manipulation and pulling with forceps, he was able to release the shunt. The surgeon reported the pt's anterior chamber was almost completely flat. The surgeon reported the pt was doing fine now. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first pt.

Manufacturer narrative:
Evaluation summary: the product was not returned. No data regarding identity was received, i.e. No lot or serial number were indicated for the event; therefore, the device history record (dfr) could not be reviewed. No sample was returned; therefore, the condition of the product could not be verified. The root cause cannot be determined. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).